Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed an indication of a potential product quality issue. Additionally an inquiry of the complaint handling process was completed and found no additional reports of damage indicative of contamination of the posterior needle shank. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty appears to be related to a potential quality issue. The subsequent treatment appears to be related to circumstances of the procedure. It is likely that when deployment step 2 was attempted that the posterior needle was unable to advance due to an unknown material within the posterior needle shank. This then led to the plunger to be bent in a z-shape pattern indicative of failure to fire the posterior needle tip leading to the deformation of the posterior needle tip. It was additionally noted that the link and suture separated during the deployment process. The investigation determined the noted issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.